Event description:
Rescue tape was observed during the evaluation of the submitted driveline image, suggesting cosmetic damage to the silicone jacket.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the low speed events captured in the submitted log file appear consistent with a potential driveline issue, the specific root cause could not be determined through this investigation. Additionally, a direct correlation between the device and the reported elevated lactate dehydrogenase (ldh) could not be conclusively determined through this investigation. It was reported that the patient¿s ldh is back to baseline and no treatment is needed. The patient is sleeping on battery power and will continue with the same medical regimen. The patient remains ongoing on vad support and no further issues have been reported. Hemolysis is listed as an adverse event that may be associated with the use of heartmate ii left ventricular assist system and information regarding how to monitor and respond to such events can be found in the heartmate ii IFU. The IFU also provides information regarding anticoagulation, including the recommended anticoagulation therapy and inr range. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on 21mar2012. The most recent revision of the heartmate ii IFU. The "pump performance monitoring" section under "patient care and management" addresses damage due to wear and fatigue of the driveline. Section 6 outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot. This IFU lists hemolysis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The IFU outlines the indications of thrombus and how to respond to such events. The section of this document entitled ¿anticoagulation therapy¿ provides details regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient's previous driveline repair reported in manufacturer report number # 2916596-2018-05505. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a pump stop on (B)(6) 2020 with no audible alarm. The patient also observed low speed advisory alarms. Review of the log file confirmed the issues occurred on both power module and batteries. An unshielded patient cable was ordered for the patient. The patient's driveline was previously repaired on (B)(6) 2018 and there is not enough room for another attempt.